Manufacturer narrative:
The pipeline flex device has not been returned for evaluation. The event could not be confirmed and an event cause could not be determined from the reported information. Suspect medical device brand name = pipeline flex w/shield technology model # = ped2-475-30.

Event description:
Medtronic received information that a pipeline flex with shield did not open during a procedure. The patient was undergoing treatment for a giant, unruptured, fusiform aneurysm in the right cavernous internal carotid artery (ica). The aneurysm max. Diameter was 30mm and neck diameter was 30mm. Landing zone artery size was 3.5mm distal and 5mm proximal. The vessel was moderately tortuous. All devices were prepared as indicated on the IFU. The access catheter and guide catheter were placed in the cervical and petrous ica, then the microcatheter was navigated up to the middle cerebral artery (mca). The pipeline flex with shield was delivered to the end of the microcatheter. The device was deployed around a vessel bend. At deployment, the distal end of the pipeline braid did not seem to be opening fully. The device was resheathed in order to move the ptfe flags, then re-deployed. The device opening was still not complete. The entire system was pulled back to the communicating segment. More of the pipeline was pushed out -- the distal portion was still not apposing the ica and appeared normal around the ophthalmic/clinoid sections. The device was resheathed and re-deployed two additional times; the distal section of the device still appeared narrowed. The pipeline flex with shield was removed from the patient. A new pipeline device was placed through the same catheter and was successfully deployed. The angiographic result post-procedure showed reasonable stagnation in the aneurysm. There were no reports of patient complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.